Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the ventilator shutdown automatically during patient use. No patient harm was reported.